Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call battery out limit alarm, failed battery test and high blood glucose levels. Customer's blood glucose reading was 514 mg/dl. Troubleshooting for battery out limit was performed. Customer was advised the alarm occurred since the battery was out of the device for over 10 minutes which is normal. Customer was assisted in clearing the alarm.